Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to placement difficulty and lead body damage. Furthermore, when the lead was changed out, a break in the lead was noticed. The lead was never in use. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis indicated that based on the field report. Visual inspection was unable to locate the puncture hole in the insulation; however, past occurrences normally shows puncture hole usually locates at the curvature of the spiral fixation just distal to flouro marker. Laboratory analysis confirmed reported allegation.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to placement difficulty and lead body damage. Furthermore, when the lead was changed out, a break in the lead was noticed. The lead was never in use. No adverse patient effects were reported.